Event description:
Failure to osseointegrate, the batch number was provided on the label with the returned product, hence the updated information in this follow up report.

Event description:
Failure to osseointegrate.